Event description:
The pt underwent an elective laparoscopic splenectomy. During the surgery, a kimberly-clark surgical drape was used. The drape's packaging indicated that the product was sterile. The following day a kimberly-clark rep contacted reporter and informed that the drape had not been sterilized.